Event description:
It was reported that the patient had to turn the device off a couple of months ago because they had an irritating sensation. The patient¿s health care provider (hcp) advised to turn it off. The patient had to disconnect their device a couple of months ago because they had other problems in the area like an electric shock kind of pain and no one could figure it out. The manufacturer representative came to an hcp and no one know, so they disconnected the system for a month or 2 and now the pain had gone away. The patient was going back to their hcp at the end of the month so they wanted to reconnect it for a full month before going to the clinic. They were trying to figure out if they should delete everything, but the patient thought it was surgery pain. The patient had little surges about a month or 2 ago and they were ruled out and believed it was just nerve pain from surgery that something was pushing on a nerve so it was not related to the device. The patient could actually go into see their hcp and they had an eye problem. The patient was able to turn stimulation on and felt the stimulation and would leave it as is. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va00dvr, implanted: (B)(6) 2012, product type: lead. (B)(4).